Manufacturer narrative:
The hill-rom technical support representative suggested that the account swap the bed with a known working bed to test the nurse call system. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed was not sending nurse call. The bed was located at the account. There was no patient/user injury reported.this report was filed in our complaint handling system as (B)(4).